Event description:
It was reported that during a direct stent case of the mid circumflex that was tortuous and calcified, the stent could not cross to the lesion. Predilatation was then performed with a balloon catheter, with some trouble crossing the lesion, and the stent was then again tried. However, the proximal end of the stent appeared to be flared on fluoro and it was brought back into the guiding catheter; however, the stent dislodged in the guiding catheter. The physician flushed everything to the femoral artery and then snared the stent. No pt effects were reported.